Event description:
A patient contact contacted (B)(6) technical support to report a draining slowly message and drain complication encountered message on the liberty select cycler. Issue occurred in drain 2 of 5. Patient was connected during incident. Patient line was not kinked. Air bubbles were discovered in drain line. Fibrin was not discovered. Patient was not constipated. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5164862.